Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10063, 2017865-2019-10065. It was reported that the patient developed a system infection. There was no known allegation from the physician whether the infection was caused by the device. The cause of the infection was speculated to be caused by a prior suturing technique. The system was explanted. The patient was in stable condition post operation.